Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-jan-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. A field service engineer (fse) found that the full height rails on drawer 6 had failed, with bearings falling out and the bearing cage dislodged. Forcing the drawer closed caused damage to the retractor band and latch sensor. Replaced the damaged parts and drawer rails, then tested the drawer using the hardware test application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer 6 would not open and was stuck in the open position. The user was able to close it, but now it will not reopen. The customer reported that they had to access the medications from pharmacy that caused a delay in patient care. There were no adverse events or injuries reported based on this event.